Manufacturer narrative:
Telephone number: (B)(6). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that during a case, the large display went in to bypass mode due to transceiver component failure (transmitter module) in the ias. Despite having two large displays, the machine did not work as a redundant mode with one display. There is no report of mistreatment or injury to a patient. This issue occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The investigation showed that the problem was caused by a defective laser diode of the transmitter/receiver module of the video data link. This led to a malfunction of the system, where the system correctly switched to the "bypass mode" and issued the error message "bypass: restricted fluoro only". Bypass mode represents a mitigation of the problem so that the patient can be safely removed under fluoro imaging in any case. Continuation of the examination is only possible after the defective module has been replaced. The customer service engineer replaced the defective component. After hardware replacement there were no further issues and the system works as intended. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.